Event description:
Customer reported receiving freestyle blood glucose test results of 174 and 215 mg/dl in back to back tests. The results of the comparison are outside the manufacturer's allowed 20% variance.